Manufacturer narrative:
H6 - code 4111: the author of the article was contacted to provide additional information regarding the adverse events. The author provided patient details as well as prior health conditions. Update component code. Per the instructions for use (IFU) for the gore® seamguard® bioabsorbable staple line reinforcement, possible adverse reactions may include, but are not limited to: adhesions, hematoma, infection, and inflammation.

Manufacturer narrative:
No patient identifier have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. Literature citation: surg obes relat dis. Mar-apr 2015;11(2):296-301.

Event description:
The following literature publication was reviewed: carlos rodríguez-otero luppi, carmen balagué, eduard m. Targarona, sorin mocanu, jesús bollo, carmen martínez, and manel trias. Title: laparoscopic sleeve gastrectomy in patients over 60 years: impact of age on weight loss and co-morbidity improvement. Published online jun 2, 2014 in surgery for obesity and related diseases (surg obes relat dis. Mar-apr 2015;11(2):296-301). 130 patients underwent laparoscopic sleeve gastrectomy (lsg). On all patients, staples reinforced with gore® seamguard® bioabsorbable staple line reinforcement were used. 1 patient required surgical reintervention due to staple line leak/fistula, which was approached laparoscopically.